Event description:
False negative result(s). These combo tests don't work well, according to studies they miss a huge portion of positives. I was misled by the influenster reviews who got it for free. I was on a road trip with someone who tested positive for influenza b and two days later I have all of the same symptoms (fever, dry cough, body aches). Yet this test showed negative for all. Save your money and get a dedicated test or lab test.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.